Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of 149 and 85 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.